Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to verify trace pointers are invalid error, software error or an error in the motor was detected by reading unexpected value from hall sensor error alarm due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. Customer reports they were unable to clear the alarm. Customer was unable to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.